Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Additionally, it was reported that the cartridge o-ring was missing. Customer¿s blood glucose (bg) level was 277mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.